Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Model #: sc-4316, lot #: 17910827, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a few days after being implanted, the patient had a fever and passed out. The physician suspected infection and the patient underwent an explant procedure. The physician assessed that the patient¿s kidney function was off due to an unknown reason, and that she has acute rhabdomyolysis. The rhabdomyolysis was not device related, but it is unknown if it is procedure related. Postoperatively the patient was hospitalized and was transported to the intensive care unit (ICU) as she had septic shock during the surgery. The patient¿s kidneys are not functioning properly, and following the surgery she was not able to walk, and had no control of her bladder. The patient is now able to walk using a walker. The patient was readmitted with severe cellulitis in her leg and was administered oral antibiotics.

Event description:
A report was received that a few days after being implanted, the patient had a fever and passed out. The physician suspected infection and the patient underwent an explant procedure. The physician assessed that the patient¿s kidney function was off due to an unknown reason, and that she has acute rhabdomyolysis. The rhabdomyolysis was not device related, but it is unknown if it is procedure related. Postoperatively the patient was hospitalized and was transported to the intensive care unit (ICU) as she had septic shock during the surgery. The patient¿s kidneys are not functioning properly, and following the surgery she was not able to walk, and had no control of her bladder. The patient is now able to walk using a walker. The patient was readmitted with severe cellulitis in her leg and was administered oral antibiotics.

Manufacturer narrative:
Additional information was receive that the cellulitis in the leg, kidney failure, loss of bladder control and septic shock was not device or procedure related.